Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a insight aviva meter, compared to a hospital meter, within 10 minutes: 4 mmol/l on insight aviva meter and 2.0 mmol/l on the hospital meter. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on (B)(6) 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The customer had reported two strip lot numbers (496809 and 496696). It is unknown which strip lot produced the discrepant results.